Event description:
The user received discrepant results for one patient sample that was run in a cobas sample cup. The initial glucose result was 338 mg per dl, the initial bicarbonate result was 35.34 mmol per l and the initial potassium result was 3.9 mmol per l. These results were reported. The doctor disagreed with the results and ordered them to be rerun. Using the primary sample tube, the repeat glucose result was 170 mg per dl, the repeat bicarbonate result was 18.35 mmol per l and the repeat potassium results from the primary tube to be correct as she ran the sample several times with good consistency on the results. No other repeat results were provided. The user stated the patient was not adversely affected as the doctor did not believe the initial results and stated no actions were taken due to the reported results. This was the only patient sample that was affected.

Manufacturer narrative:
The field service representative could not determine a cause and inspected the analyzer visually and performed precision and pipeting checks.